Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 1000381138, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3005619970. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The patient sustained the fungal infection as a result of contact with the allegedly contaminated nimbus 3 mattress. It was claimed that a soiled item of clothing (blood stained underwear) was found by the customer staff under the cells when the mattress cover was opened. The patient stayed at the customer facility until the infection has cleared up.

Manufacturer narrative:
Initially, arjo was informed by the customer that the patient developed the fungal infection as a result of contact with an allegedly contaminated nimbus 3 mattress. The customer claimed that a soiled item of clothing (blood stained underwear) was found, by the customer staff, inside the mattress cover. The patient stayed at the customer¿s facility until he recovered. During the course of the investigation, arjo learned that the source of the infection was not the arjo device. The patient said that he had the fungal infection prior to using the arjo mattress (it was his pre-existing condition). The patient only complained that the mattress did not support his recovery from the fungal infection because of the mattress deflation and the foreign object found inside the mattress. Insufficient pressure in the mattress is not the subject of this report. The conducted investigation revealed that the claimed mattress was customer¿s property, however arjo was responsible for collection, decontamination, repair of this unit and its return to the customer. The device was delivered to the customer on 3 may 2022 and picked-up on 7 may 2022. The internal investigation at the arjo hygienic centre was initiated to determine the reason for delivering unclean mattress to the customer . According to the internal arjo equipment decontamination / infection control procedure (ref. (B)(4) rev. 1), all returned systems shall be put immediately into the designated areas for ¿soiled¿ or ¿infected¿ goods. There are two stages of the process: cleaning (to remove dirt, grease, stains, and organic matter) and disinfecting (to remove microorganisms to a safe level). The process was reviewed and determined as effective. No other unclean items have been detected in the past, therefore this issue is considered a single, non-systematic related to an individual omitting the cleaning process. This omission was addressed by the re-training of the staff. Arjo device failed to meet its performance specification since the mattress was not cleaned before it was delivered to the customer. The device was used by the patient and therefore the product was involved in the event. The complaint was assessed as reportable in abundance of caution due to initial allegation that the patient sustained the fungal infection as a result of contact with the allegedly contaminated mattress. Additional information received from the patient allowed to clarify that the source of infection was not arjo device, it was pre-existing patient's condition.

Event description:
Initially, arjo became aware that the patient developed the fungal infection as a result of contact with an allegedly contaminated nimbus 3 mattress. The customer claimed that a soiled item of clothing (blood stained underwear) was found by the customer staff under the cells when the mattress cover was opened. The patient stayed in the customer facility until returned to recovery. Additional information received from the involved patient allowed to clarified that he had the fungal infection before start of use the arjo mattress (it was pre-existing condition). There was no allegation from the patient that the infection was caused by the items in the mattress.

Manufacturer narrative:
Investigation is ongoing and no final conclusions are available at this time because collecting of information is still ongoing. Results of the analysis will be provided to the follow up report.